Manufacturer narrative:
Upon inspection and testing of the device, the adhesive of the objective lens was found to be peeled off due to chemical or physical stress. The reported issue (leakage) was confirmed and found to be caused due to holes in the universal cord due to external factors. In addition, service found the bending angle was out of specification due to wear of the angulation wire, the wire of the inner braid of the bending section was broken, the bending section cover was scratched, the adhesive on the bending section cover was chipped, and the video connector case was difficult to be removed. Scratches were observed on multiple parts due to external factors. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the subject device was leaking. There was no patient/user harm or injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, it was observed that the adhesive part of the objective lens was peeled off. This report is being submitted for the malfunction found during evaluation (adhesive peeling from the objective lens). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the device was manufactured. Based on the results of the investigation, it is likely that the reported phenomenon occurred due to physical stress such as dropping or hitting, or deterioration by chemical stress during reprocessing. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.